Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2019, the patient had a revision right total knee to address loosening of hardware of right knee. No mention of manufacturer of components revised. Right knee implants that were implanted on (B)(6) 2019 were depuy products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :a manufacturing record evaluation was performed for the finished device [product code 151650508,lot number 8936997], and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient provided additional information via email stating "yes it is my 2019 knee replacement that has come loose. I am scheduled for right knee replacement surgery in oct. X-rays have shown the femoral part is definitely loose and is causing pain and I have problems walking. Please let me know when you find out if recalled and what can be done.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had swelling and it was loose in knee. Patient had x-rays and it was confirmed that it was loose. Not infected had bloodwork done to make sure. Patient was taking naproxen 500 mg for the swelling and to help with the pain and meds were prescribed by surgeon. Patient was also taking methocarbamol for muscle spasms 500 mg. Patient ice most evenings for swelling and pain. Patient had a hard time walking. This was a full right knee replacement performed by surgeon at hospital. Patient had since retired. So patient saw another doctor local just for x-rays and to get some meds. Patient should not have another surgery so soon and be in this kind of pain.